Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life and the pump was not working. The customer declined troubleshoot. The customer was advised to discontinue use of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer retuned the device for alleged short battery life, charge/battery anomaly, low battery alert and blank display on july 13, 2022. The device powered up properly after the test battery was installed. No blank display noted during testing. The device passed the displacement test, active current measurement, and self test. The device had high sleep current measurement. No alarms or alerts noted during the testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Nothis alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running or replace battery now alarm noted in the device trace download on the event date. The device history file listed low battery alert on 07/13/2022 at 08:53:00.000, replace battery alert/change battery fault on 07/13/2022 at 18:24:00.000, power loss alarm/batt out limit on july 13, 2022 at 19:00:22.000, and power loss alarm/batt out limit on july 13, 2022 at 19:00:30.000. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump per r&d ee team observation below: the following were noted during visual inspection: cracked case at the battery tube area, cracked battery tube threads, scratched case and stained keypad overlay. Traces of corrosion were found at and around c57, c58 at electrical board high sleep current due to corrosion at and around c57 and c58 at electrical board. Charge/battery anomaly confirmed. Unexpected battery power loss confirmed. Low battery alert confirmed. Replace battery alert confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.